Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for the reported fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600650 chronic catheters allegedly experienced fracture. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. The female patient is (B)(6) years old and weight was not provided.